Manufacturer narrative:
On (B)(6) 2023, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and a map shift occurred. The post ablation fast anatomical mapping (fam) did not match the pre ablation fam. The shift was approximately 3 mm and a learn new message did not appear. The physician was concerned with the map shift, however, the case was continued. No patient consequences were reported. Device evaluation details: field service engineer performed acceptance testing procedure (atp) at customer request. All tests passed, system is ready for use. Fse confirmed with a company representative that no map shifts occurred in follow up cases. In addition, the issue was investigated at device manufacturer. Map shift resulted from working with catheter metal levels above minor metal warning, system function as expected. The issue is related to user error. The system is ready for use. A manufacturing record evaluation was performed for the system # (B)(6), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and a map shift occurred. The post ablation fast anatomical mapping (fam) did not match the pre ablation fam. The shift was approximately 3 mm and a learn new message did not appear. The physician was concerned with the map shift, however, the case was continued. No patient consequences were reported. Carto 3 system software version: 7.5.1.327. The map shift is MDR-reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).